Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that one week after placement of the catheter, the catheter migrated out of the insertion site. The catheter was placed in the patient's room into the internal jugular vein. The blue and white box clamp were used according to the IFU. As a result, the catheter was replace and a new kit was opened and used successfully. There was no delay in treatment. No complications or death occurred to the patient.